Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended, but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device had been fired two or three times then it would not open to fire again. It is unknown if the device was closed on tissue. It is unknown how it was removed / opened. A new device was used to complete the procedure. There was no patient impact reported.